Manufacturer narrative:
H3: analysis of the pump found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (10 mg/ml at 4.275 mg/day) via an implanted pump. It was reported that the patient experienced withdrawal symptoms and was hospitalized shortly after their routine pump replacement procedure. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The physician performed a catheter dye study and withdrew medication from the reservoir. The actual volume was 7 ml versus the expected volume of 3.9 ml. The physician was able to successfully aspirate the catheter, so he did not feel it was the catheter. The physician decided to replace the pump. Once the new pump was connected to the existing catheter, the physician was still able to successfully aspirate catheter. The patient was released the next day, and the pump was functioning properly. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.